Event description:
Reportedly, during pt use, a 'device alert' alarm occurred. The pt was transferred to another ventilator and there were no serious or negative consequences to the pt. The distributor powered up the ventilator and attempted to duplicate the issue; the 'device alert' alarm occurred and a pint failure was also noticed. Calibrating the pressure transducers did not resolve the 'device alert' alarm.

Manufacturer narrative:
(B)(4).